Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, back peg of size 4 optetrak 4 in 1 cutting block broke off in patient¿s distal femur. Had to use a trephine to cut it out. All pieces were verified removed from the patient's incision site. Patient had no negative impact but held up the case. Patient was last known to be in stable condition following the event. The devices will be returned for evaluation.

Manufacturer narrative:
H3) based on previous complaints, the most likely cause of the broken pin on the finishing guide is high impact or a bending moment during use resulting in a brittle fracture of the pin. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "broken - minor surgical delay" is associated with small pieces of the device breaking off unexpectedly. Section d9: device available for evaluation.